Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h6 complaint sample was returned and evaluated against the reported event. Visual review of 20 pouches show a wrinkle/crease in one of the pouches with no void present. As the products were determined to be acceptable a complaint history and DHR review was not performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source (B)(6). Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during stock investigation, one of the products in the box was found to have a crease on the seal. It is unknown if the crease has breached sterility. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.